Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, there was a clot noted in right axillary artery and plans to amputate all extremities except for left arm due to lost pulses at the limb was noted. Continuous renal replacement therapy was also initiated during impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.